Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module vision acquisition (pmva) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmva was analyzed and found to have an electrical/fiberoptic defect resulting in 307 error. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted pediatric urology surgical procedure, customer encountered a non-recoverable fault. Technical support engineer (tse) viewed the system event logs and noticed an error 307 pointing the personality module vision acquisition (pmva). Tse had the customer shutdown the system and cycle the vision side cart (vsc) breaker but the issue persisted. Tse advised to use the other vsc to proceed. The procedure was converted to another dv system with no reported injury.